Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Did not observe any dim or darkening of the display whatsoever. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump was stick when pressed. Customer stated that there was diminished battery life and back light was dimmed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.